Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and any problem with the bard/davol ventrio st device used to treat the patient. The patient's attorney did not allege a specific device failure or patient adverse event, and no medical records have been provided. Based on the limited information provided at this time, no conclusions can be made. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Should additional information be provided a supplemental emdr will be submitted. Note: the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2016: the patient underwent surgery for implant of an unspecified bard/davol ventrio st. As reported, the patient is making a claim for an adverse patient outcome against the bard ventrio st. As reported, the attorney alleges general allegations against the bard ventrio st for ¿past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient.¿

Event description:
The following was alleged by the patient's attorney: (B)(6) 2016: the patient underwent surgery for implant of an unspecified bard/davol ventrio st. As reported, the patient is making a claim for an adverse patient outcome against the bard ventrio st. As reported, the attorney alleges general allegations against the bard ventrio st for ¿past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient.¿ addendum per additional information provided: (B)(6) 2016 - patient was diagnosed with ventral hernia thereby underwent open repair with the implant of ventrio st mesh. Per operative notes, ¿the hernia sac was entered and several adhesions were dissected. The peritoneum and posterior rectus sheath was dissected bilaterally. A ventrio st mesh was placed and sutured.¿ (B)(6) 2016 - patient was diagnosed with small bowel obstruction thereby underwent open repair with the removal of mesh. Per operative notes, ¿the mesh was dissected from the anterior musculature. The mesh was removed. The level of the obvious herniated bowel. The bowel was dissected free from the surrounding structures. A small bowel resection due to potential for perforation.¿ attorney alleges that the patient had bowel obstruction, bowel removal, pain, muscle spasms, sepsis, scarring and nausea / vomiting.

Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and any problem with the bard/davol ventrio st device used to treat the patient. The patient's attorney did not allege a specific device failure or patient adverse event, and no medical records have been provided. Based on the limited information provided at this time, no conclusions can be made. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Addendum: this supplemental emdr is submitted to document additional information provided. Based on the additional information received, there is no change to initial determination, no conclusions can be made. Per medical records review, about 2 weeks post implant of ventrio st mesh, patient was diagnosed with obstruction/occlusion, adhesions, fibrosis, necrosis, scar tissue thereby underwent repair with removal of mesh. The instructions-for-use supplied with the device list adhesions as possible complications. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Note, the manufacturing date (15-jun-2015) is considered to be a best estimate. Updated fields: a2, a4, b2, b3, b4, b5, b6, b7, d4 (product catalog no, corporate lot no, expiry date, UDI no), e1(complainant name), e3, g1, g3, g6, h2, h4, h6, h10. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: not returned